Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date has been estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary. An unknown absorb was implanted. The patient returned on (B)(6) 2017 with very late in-scaffold thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, vasoconstriction and thrombosis as listed in the bioresorbable vascular scaffold system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Updated case details: it was reported that the patient presented with a st-elevated myocardial infarction (stemi), vasospasm and presence of thrombus confirmed by optical coherence tomography (oct). The procedure on (B)(6) 2014 was to treat a lesion located in the mid right coronary artery (rca) with 25% stenosis. Vessel sizing was performed with oct and the vessel diameter was determined to be greater than 2.5mm. No predilatation was performed due to the risk of thrombus migration. A 3.5x28mm absorb was implanted. No post-dilatation was performed to avoid thrombus migration; however, oct was used to confirm full apposition. The final angiographic residual stenosis was less than 10%. The patient was prescribed dual anti-platelet therapy (dapt) consisting of clopidogrel and aspirin for 12 months. The patient returned on (B)(6) 2017 with chest pain and st elevation. Subsequently, very late in-scaffold thrombosis was identified. Oct was performed which showed vasospasm, some fractures and some uncovered struts. The thrombosis was treated with direct stenting of a xience 3.5x38. The physician reportedly thinks the fractures noted on oct were due to normal reabsorption and loss of radial force. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) after the procedure. At the time of the event the patient was only taking aspirin. The final patient outcome was good. The patient was given a prescription of aspirin + prasugrel (10mg daily). No additional information was provided.